Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection located at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead site was washed out. The patient was given oral antibiotics to address the issue.